Event description:
Consumer reported that needle broke off in stomach while injecting. She had x-rays taken. Needle was not found on x-ray.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.